Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedances out of range. Additionally, the smart pass feature was disable due to undersensing and low amplitude, leading into t wave oversensing. Upon review, technical services (ts) observed a reduction in the system impedance, as the r wave amplitude has decreased since last year as well. The ts indicated that this could be a patient factor with the fluid (along lines of pericardial effusion) or could be due to a system migration and recommended an x ray. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the impedances were low out of range. The patient was on a in clinic follow up and the field representative recreated the amplitude degradation with patient lying on left side. The review of presenting seemed to show two different morphologies at times. It was noted that some of this could be related to patient factors. Technical services (ts) recommended to compare a current 12 lead to a prior 12 lead to observe for true cardiac changes. The field representative said the doctor reviewed the current x rays vs the time of changeout and they were "identical". Technical services (ts) indicated that if the patient is having true cardiac complex changes, then they may need to consider a transvenous implantable cardioverter defibrillator (ICD). Additionally, this s-ICD inappropriately recorded atrial fibrillation (af) episodes due to t wave oversensing and low amplitude. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedances out of range. Additionally, the smart pass feature was disable due to undersensing and low amplitude, leading into t wave oversensing. Upon review, technical services (ts) observed a reduction in the system impedance, as the r wave amplitude has decreased since last year as well. The ts indicated that this could be a patient factor with the fluid (along lines of pericardial effusion) or could be due to a system migration and recommended an x ray. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the impedances were low out of range. The patient was on a in clinic follow up and the field representative recreated the amplitude degradation with patient lying on left side. The review of presenting seemed to show two different morphologies at times. It was noted that some of this could be related to patient factors. Technical services (ts) recommended to compare a current 12 lead to a prior 12 lead to observe for true cardiac changes. The field representative said the doctor reviewed the current x rays vs the time of changeout and they were "identical". Technical services (ts) indicated that if the patient is having true cardiac complex changes, then they may need to consider a transvenous implantable cardioverter defibrillator (ICD). Additionally, this s-ICD inappropriately recorded atrial fibrillation (af) episodes due to t wave oversensing and low amplitude. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, imaging reviewed by the physician confirmed there was no position changes, therefore the low impedances are likely patient related. Technical services (ts) recommended to rescreen and or continue to monitor to ensure no significant sensing challenges. If any revision takes place probably would be towards new trans venous system. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedances out of range. Additionally, the smart pass feature was disable due to undersensing and low amplitude, leading into t wave oversensing. Upon review, technical services (ts) observed a reduction in the system impedance, as the r wave amplitude has decreased since last year as well. The ts indicated that this could be a patient factor with the fluid (along lines of pericardial effusion) or could be due to a system migration and recommended an x ray. This s-ICD remains in service. No adverse patient effects were reported.